Manufacturer narrative:
H3: product analysis of product:(B)(4), lot:em23b038 visual and optical inspection confirmed the hex tip of the driver has been stripped due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having c6-7 prestige lp arthroplasty at c6-7 levels and routine lumbar fusion at l4-5 levels. Pre-operative diagnosis for this procedure was cervical stenosis, one level at c6-7. It was reported that the devices were broken inter operatively. There was no patient symptom reported. There were no further complications reported regarding the event. The nav drivers were sent back because the cannulations are rusty inside.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.